Event description:
Infusion procedure, four screws and one plate were implanted. Review of the x-rays indicated that one superior screw fractured. It is unknown when the fracture occurres. The rest of teh construct has soundwith no anomolies observed. Implantation date: unknown.